Event description:
It was reported that the suture broke. A 8/24 flexima drainage catheter was selected for use. During the procedure, it was noted that the string was cut and caused deployment malfunction. Furthermore, the string broke. The patient was taken to the operating room on nov 17 for stent removal and was sent for surgery the next day to complete the procedure. No further patient complications were reported.